Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming no delivery and the keypad would not respond. Customer's blood glucose was 107 mg/dl. Troubleshooting could not be performed for the no delivery alarm, due to the keypad issues. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.